Event description:
A pump malfunction with code malf 25 was reported, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support advised the customer would receive a replacement pump with updated software, instructed them on how to put the pump into storage mode, and outlined steps for returning the faulty pump within 10 days using a pre-paid label. The customer understood and acknowledged these instructions.